Manufacturer narrative:
H6: 1494: acd<3.00mm at the time of implantation. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo_13.2; -12.00/1.50/092 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2023. The lens was reported as having low vault without rotation. On (B)(6) 2023 the lens was replaced with a longer length lens. Cause was reported as unknown this resolved the problem